Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during set-up the device was leaking. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the water tank gasket, which was determined to be worn out. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device gasket was replaced and the device passed all testing.